Event description:
It was reported that the patient had a fall on 2015 (B)(6) due to a seizure. The patient lost stimulation coverage after the fall. This was the reason the leads were changed to a surgical lead. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's seizures were a pre-existing condition, even before the trial occurred. The manufacturing representative (rep) was not aware of any exacerbation. The patient was doing fine now and was actually seizure free now.